Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a device check. Upon interrogation, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular channel. No changes were made. The patient would be followed up.